Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-52 lead, (B)(6) 2011, competitor lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient developed a pocket infection. The patient received antibiotics and the implantable cardioverter def ibrillator (ICD) remains in use. The pateint is enrolled in the optilink hf clincial study. No further patient complications have been reported as a result of this event.